Manufacturer narrative:
An inspection of the device involved in this complaint could not be conducted since the device was not returned. The device sample is necessary to perform the product investigation. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this complaint will be updated. During manufacture of the 2026030 h/w systems they are being 3 times 100% connected and later disconnected from 5601000 electrical adaptor lead for various tests. The t-piece and plug diameters are checked during routine molding.

Event description:
The inner plug of the heat wire circuit was pulled out of the plastic adapter housing when disconnecting from the heater. This may require manual ventilation while a new circuit is put in place. There is no patient harm or issues reported.